Event description:
It was reported that this electrode exhibited high shock impedance measurements of 170 ohms during defibrillation threshold (dft) testing at implant. The electrode was re-tunneled and dft testing was again performed and shock impedance measurements were 120 ohms. The implant procedure was completed and the patient was seen the following day. Additional dft tests were performed and shock impedance measurements were noted to be 100 ohms, however, delivered shocks did not convert the patient. An x-ray was performed and noted the electrode had pulled back. A revision procedure was performed. The electrode was successfully repositioned. Dft testing was performed. A 65 joule shock was unsuccessful in standard polarity, however, was successful in reversed polarity. This electrode remains in service. No additional adverse patient effects were reported.